Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage, communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 260 mg/dl while wearing the pod between 4 and 24 hours. Symptoms reported include high level of ketones, severe ketoacidosis, and vomiting. It was also reported that the cannula was bent and did not properly insert into the infusion site. The patient was treated with ivs (intravenous) with stomach medicine (zofran) & dextrose. It is unknown when the patient was released. The pod was worn when seeking medical attention but was removed at the hospital.